Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance and noisy signals. Technical services (ts) reviewed the reports and noted that the presenting electrogram (egm) did not present with any noise. Ts recommended troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).